Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of an unspecified bd 1 ml syringe experienced leakage during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Verbatim: bd received a spreadsheet report from a user facility on 19feb2020. Multiple attempts have been made to obtain additional information to no avail. Customer is also not sending any product back for investigation. Based on the customer¿s report, I believe the suspect is a 1ml syringe. Rn attached 1 ml syringe tubing to patient's primary IV tubing. Rn began infusing IV benadryl through syringe tubing. Upon starting the infusion, patient and rn noted leaking at site where syringe tubing was attaching to primary tubing. IV benadryl was stopped after 0.2 ml of dose was infused. Md was notified and ordered a one-time dose of IV benadryl. Rn replaced syringe pump tubing and saved the leaking syringe tubing in unit mailbox.

Manufacturer narrative:
The following information has been corrected: g.1. Manufacturing location: becton dickinson, franklin lakes.

Event description:
It was reported that an unspecified number of an unspecified bd 1 ml syringe experienced leakage during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown verbatim: bd received a spreadsheet report from a user facility on 19feb2020. Multiple attempts have been made to obtain additional information to no avail. Customer is also not sending any product back for investigation. Based on the customer¿s report, I believe the suspect is a 1ml syringe. Rn attached 1 ml syringe tubing to patient's primary IV tubing. Rn began infusing IV benadryl through syringe tubing. Upon starting the infusion, patient and rn noted leaking at site where syringe tubing was attaching to primary tubing. IV benadryl was stopped after 0.2 ml of dose was infused. Md was notified and ordered a one-time dose of IV benadryl. Rn replaced syringe pump tubing and saved the leaking syringe tubing in unit mailbox.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd 1 ml syringe experienced leakage during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Verbatim: bd received a spreadsheet report from a user facility on 19feb2020. Multiple attempts have been made to obtain additional information to no avail. Customer is also not sending any product back for investigation. Based on the customer¿s report, I believe the suspect is a 1ml syringe. Rn attached 1 ml syringe tubing to patient's primary IV tubing. Rn began infusing IV benadryl through syringe tubing. Upon starting the infusion, patient and rn noted leaking at site where syringe tubing was attaching to primary tubing. IV benadryl was stopped after 0.2 ml of dose was infused. Md was notified and ordered a one-time dose of IV benadryl. Rn replaced syringe pump tubing and saved the leaking syringe tubing in unit mailbox.